Manufacturer narrative:
(B)(4). During a follow up with the home patient (hp) regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. The hp stated that she is doing fine and continuing therapy without issues. The hp did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) had not connected. The technical service representative (tsr) had the hp cycle power to the hc to clear the error. The tsr had the hp disconnect using aseptic technique. The hp would notify the peritoneal dialysis nurse of missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).